Event description:
See initial report.

Manufacturer narrative:
A device service history review was performed and identified that unit was installed since 2014 and no other similar event was reported. Based on previous investigation results, it cannot be ruled out that most likely root cause of the reported issue was related (I) to corrosion of the pump motor that led to the motor shaft block or (ii) to the abrasion of the bushing that led to a misalignment of the motor shaft. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during priming. There was no patient involvement.